Event description:
The pump was returned for lcd touch input failure. Device was initially able to perform mock infusions without issue and was responsive to touch normally. There are no outward signs of damage or defect. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. A subsequent internal investigation found no damage or fault. Touch input cable was found to be seated firmly in its connector. Therefore, the customer reported issue was not confirmed during investigation.

Manufacturer narrative:
Correction: initial MDR submittted with incorrect catalog/model #'s in section d4, fu submitted to correct.

Event description:
The following has been reported: biomed reported: "ticket stated "touch screen broken?". Cleaned and ran test infusion. No alarms and no issues noted with touch screen. Patient status unknown". A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.